Event description:
It was reported that the lead perforated the myocardium. The sense/pace portion of the lead was capped. The patient expired in 2008, no reason given.

Manufacturer narrative:
No medwatch form was received.